Event description:
It was reported that the pt has reportedly undergone a number of floating mass transducer placement revisions with a final placement in the round window. Pt has reportedly never had sound perception with the vorp and the revisions have been completed without the vsb specialist in attendance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.